Event description:
A pump declared alarm 20 while in operation, and the customer declined to report if their blood glucose level exceeded 500 mg/dl. There was no reported impact to the customer¿s blood glucose level. The customer was guided by technical support to load a new cartridge using the correct technique and successfully resumed insulin therapy.